Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 17, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear (a) and an area of missing material (b) on the anterior view measuring approximately 1.6 cm and 1.7cm x 1.4 cm respectively. Microscopic examination was performed on the edges of the tear (a) and the missing material (b). Parallel striations were found in an area of both, measuring approximately 0.1 cm each. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, consistently with the information provided that the implant was damaged during explantation. The cause in the remaining area of the tear (a) and missing material (b) could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 25, 2022. An explant was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 20, 2022. Replacement with mentor saline implants was performed with explant. The mentor failure analysis lab received the device for evaluation on april 22, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor smooth round high profile 460cc saline prosthesis, catalog #3503460 serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis experienced left sided deflation with no trauma post procedure. The patient received and official medical diagnosis for the deflation. Future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.